Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828814pl) was returned for evaluation. Device history record (DHR) - the product code 82-8814pl with lot 7478098, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; the siphon guard was torn and separated from the valve. The valve passed the test for programming and pressure. The valve could not be leak tested, reflux tested, flush tested or siphon guard tested due to the damaged silicone housing. The siphon guard was visually inspected marks were found on the siphon guard. Root cause - the possible root cause for the issue reported by the customer, is due to a sharp or pointed object coming into contact with the valve in view of the cut marks on housing. As noted in the surgical procedure precautions section in IFU, silicone has a low cut and tear resistance. "Do not fold or bend the valve during insertion. Folding or bending might cause rupture of the silicone housing, needle guard dislodgement, or occlusion of the fluid pathway."

Event description:
N/a.

Event description:
A facility reported a certas valve (ID: 828814pl) broke into two pieces upon insertion and was identified as defective at the time of implantation. The defective valve was explanted and replaced with a new valve during the same surgical procedure on (B)(6) 2025. The patient did not experience any signs or symptoms related to product problem. The patient¿s current status is stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.